Manufacturer narrative:
Additional information requested and received: what were the indications for surgery? Gastric cancer. What was the surgical procedure? Open total gastrectomy. What stapler was being used? 60 mm white load cartridge. What structures was device being used on? Small bowel to perform resection and mechanical entero-entero anastomosis. Were there any issues with device performance noted during initial procedure? No issues with the device during procedure. How long post-op was leak identified? During the first 24 hours leakage was suspected. How was the leak addressed? Exploratory laparotomy, manual reinforce of the staple line was performed. Were any staple formation issues noted at site of leak? We observed at the posterior wall of the anastomosis 2-3 staples were kind of twisted in comparison with the entire staple line over the anastomosis. What is the current patient status? After re intervention patient evolved with pneumonia, that was managed with atb therapy. Currently patient is doing well at home.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the surgical procedure? What stapler was being used? What structures was device being used on? Were there any issues with device performance noted during initial procedure? How long post-op was leak identified? How was the leak addressed? Were any staple formation issues noted at site of leak? What is the current patient status?

Event description:
It was reported that the load did not perform a proper surgical stapling. Surgeon indicated that area in which the stapling was done with the device, had an inadequate seal, filtering intestinal contents. Anastomosis of the small intestine was performed. It presented filtration days later. The patient is well, is hospitalized recovering, had to be reoperated due to the leak that occurred but with no serious damage.